Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device beneath the left fallopian tube, sub serosal level/migration of essure device: location'), uterine perforation ('perforation (uterus)'), endometritis ('infection: endometritis'), genital haemorrhage ('abnorml bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 31-year-old female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included seasonal allergy in 2006, colonoscopy in 2000, femur fracture (femur due to a break secondary to a motor vehicle accident) in 1994, dysfunctional uterine bleeding, anemia, thyroid cancer (thyroid cancer with thyroidecto), absent bowel movement, follicular cyst of ovary, fibrosis, fall, lower abdominal discomfort (increasing lower abdominal discomfort), deep dyspareunia, rectal bleeding and thyroid function decreased. Previously administered products included for an unreported indication: levoxyl. Concomitant products included calcium since 1999, copper sulfate;ferric chloride;potassium iodide;zinc sulfate (parmirin), doxycycline (vibra), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), pelvic pain ("pain/ chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 3 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), bronchitis ("infection (other) describe: bronchitis"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), adenomyosis ("other injuries or complication- adenomyosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and emotional disorder ("emotional injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify : weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy (B)(6) 2009 and hysterectomy with unilateral salpingo-oophorectomy in (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, uterine perforation, endometritis, genital haemorrhage, pregnancy with contraceptive device, endometriosis, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, hot flush, night sweats, bronchitis, pelvic pain, depression, fatigue, dyspareunia, adenomyosis, weight increased, alopecia, migraine, headache, abdominal pain and emotional disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, bronchitis, depression, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, endometriosis, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on right-the external spring remained in place with approximately five loops of 'coil exposed. The left fallopian tubal ostium was identified. Approximately 10 to 12 coils exposed in the endometrial cavity current weight 165 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on 17-feb-2009: uterus, cervix. Left fallopian tube and ovary: 1. Cervix, small submucosal retention cyst. 2. Endometrium, atrophic pattern! 3. Myometrium, changes suggestive of superficial adenomyosis. Atrophy. 4. Left fallopian tube, mild stromal fibrosis. 5. Bilateral fallopian tubes, status post insertion of essure micro inserts, remote. 6. Left ovary. Multiple subcor1'ical follicular cysts. 7. No evidence of malignancy.. Ultrasound scan - on an unknown date: pelvic pain, possibly related to malposition of t he essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, uterine perforation, menorrhagia and endometriosis. Lot number: 509798 manufacture date: 2006-03 expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2019: quality-safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device beneath the left fallopian tube, sub serosal level along isthmic portion of left fallopian tube/migration of essure device: location'), uterine perforation ('perforation (uterus)'), endometritis ('infection: endometritis'), genital haemorrhage ('abnorml bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a 28-year-old female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" and device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included seasonal allergy on (B)(6) 2006, colonoscopy in 2000, femur fracture (femur due to a break secondary to a motor vehicle accident) in 1994, dysfunctional uterine bleeding, anemia, thyroid cancer (thyroid cancer with thyroidecto), absent bowel movement, follicular cyst of ovary, fibrosis, fall, lower abdominal discomfort (increasing lower abdominal discomfort), deep dyspareunia, rectal bleeding and thyroid function decreased. Previously administered products included for an unreported indication: levoxyl. Concurrent conditions included body mass index normal. Concomitant products included medroxyprogesterone acetate (depo provera) for genital bleeding as well as calcium since 1999, copper sulfate;ferric chloride;potassium iodide;zinc sulfate (parmirin), doxycycline (vibra) and levothyroxine sodium (levothyroxin). In 2006, the patient experienced fatigue ("fatigue") and migraine ("migraines/ migraines/headaches") and was found to have weight increased ("weight gain / loss specify : weight gain"). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), pelvic pain ("pain/ chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 3 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and female sexual dysfunction ("apareunia (inability to have sexual)"). On (B)(6) 2007, the patient experienced embedded device (seriousness criteria medically significant and intervention required). In 2007, the patient experienced alopecia ("hair loss"). On (B)(6) 2009, the patient experienced bronchitis ("infection (other) describe: bronchitis"). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). In 2009, the patient experienced bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes,"). In (B)(6) 2013, the patient experienced depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), adenomyosis ("other injuries or complication- adenomyosis"), headache ("headaches"), abdominal pain ("abdomen pain"), emotional disorder ("emotional injury") and mood swings ("mood swings") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with vitamins nos and surgery (hysterectomy with unilateral salpingo-oophorectomy (B)(6) 2009 and hysterectomy with unilateral salpingo-oophorectomy in (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, uterine perforation, endometritis, pregnancy with contraceptive device, endometriosis, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, hot flush, night sweats, bronchitis, pelvic pain, depression, fatigue, dyspareunia, adenomyosis, weight increased, alopecia, migraine, headache, abdominal pain, emotional disorder and mood swings outcome was unknown and the genital haemorrhage had resolved. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, bronchitis, depression, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, endometriosis, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, mood swings, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on right-the external spring remained in place with approximately five loops of 'coil exposed. The left fallopian tubal ostium was identified. Approximately 10 to 12 coils exposed in the endometrial cavity current weight 165 lbs. Content of communication: I wanted essure pins removed without hysterectomy. Only way to fix it was hysterectomy but there was too much damage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2009: uterus, cervix. Left fallopian tube and ovary: 1. Cervix, small submucosal retention cyst. 2. Endometrium, atrophic pattern! 3. Myometrium, changes suggestive of superficial adenomyosis. Atrophy. 4. Left fallopian tube, mild stromal fibrosis. 5. Bilateral fallopian tubes, status post insertion of essure micro inserts, remote. 6. Left ovary. Multiple subcortical follicular cysts. 7. No evidence of malignancy.. Ultrasound scan - on an unknown date: pelvic pain, possibly related to malposition of t he essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, uterine perforation, menorrhagia and endometriosis. Lot number: 509798 manufacture date: 2006-03, expiration date: 2008-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-sep-2019: pfs received- new event mood swings was added. Event onset date were added. The outcome of event genital bleeding was updated from unknown to recovered. Event device ineffective added. Concomitant drug was added. Reporter's information was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('malposition of essure device beneath the left fallopian tube, sub serosal level/migration of essure device: location'), uterine perforation ('perforation (uterus)'), endometritis ('infection: endometritis'), genital haemorrhage ('abnormal bleeding (general)') and pregnancy with contraceptive device ('pregnancy (no complications)') in a (B)(6) year-old female patient who had essure (ess205) (batch no. 509798) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "device monitoring procedure not performed". The patient's medical history included seasonal allergy in 2006, colonoscopy in 2000, femur fracture (femur due to a break secondary to a motor vehicle accident) in 1994, dysfunctional uterine bleeding, anemia, thyroid cancer (thyroid cancer with thyroidectomy), absent bowel movement, follicular cyst of ovary, fibrosis, fall, lower abdominal discomfort (increasing lower abdominal discomfort), deep dyspareunia, rectal bleeding and thyroid function decreased. Previously administered products included for an unreported indication: levoxyl. Concomitant products included calcium since 1999, copper sulfate; ferric chloride; potassium iodide; zinc sulfate (parmirin), doxycycline (vibra), levothyroxine sodium (levothyroxin) and medroxyprogesterone acetate (depo provera). On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia),"), pelvic pain ("pain/chronic pelvic pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"), 2 years 3 months after insertion of essure (ess205). On (B)(6) 2009, the patient experienced hot flush ("hormonal changes describe: hot flashes") and night sweats ("hormonal changes describe: night sweats"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), endometritis (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), endometriosis ("other injury(ies) or complication (s) please describe: endometriosis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), female sexual dysfunction ("apareunia (inability to have sexual)"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes,"), bronchitis ("infection (other) describe: bronchitis"), depression ("psychological or psychiatric problems condition: depression"), fatigue ("fatigue"), adenomyosis ("other injuries or complication- adenomyosis"), alopecia ("hair loss"), migraine ("migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and emotional disorder ("emotional injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain / loss specify : weight gain"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy (B)(6) 2009 and hysterectomy with unilateral salpingo-oophorectomy in (B)(6) 2009). Essure (ess205) was removed on (B)(6) 2009. At the time of the report, the embedded device, uterine perforation, endometritis, genital haemorrhage, pregnancy with contraceptive device, endometriosis, menorrhagia, vaginal haemorrhage, dysmenorrhoea, female sexual dysfunction, bladder disorder, urinary tract disorder, hot flush, night sweats, bronchitis, pelvic pain, depression, fatigue, dyspareunia, adenomyosis, weight increased, alopecia, migraine, headache, abdominal pain and emotional disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, adenomyosis, alopecia, bladder disorder, bronchitis, depression, dysmenorrhoea, dyspareunia, embedded device, emotional disorder, endometriosis, endometritis, fatigue, female sexual dysfunction, genital haemorrhage, headache, hot flush, menorrhagia, migraine, night sweats, pelvic pain, pregnancy with contraceptive device, urinary tract disorder, uterine perforation, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: on right-the external spring remained in place with approximately five loops of 'coil exposed. The left fallopian tubal ostium was identified. Approximately 10 to 12 coils exposed in the endometrial cavity. Current weight (B)(6) lbs . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.8 kg/sqm. Pathology test - on (B)(6) 2009: uterus, cervix. Left fallopian tube and ovary: cervix, small submucosal retention cyst. Endometrium, atrophic pattern! Myometrium, changes suggestive of superficial adenomyosis. Atrophy. Left fallopian tube, mild stromal fibrosis. Bilateral fallopian tubes, status post insertion of essure micro inserts, remote. Left ovary. Multiple subcortical follicular cysts. No evidence of malignancy.. Ultrasound scan - on an unknown date: pelvic pain, possibly related to malposition of t he essure devices. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: embedded device, uterine perforation, menorrhagia and endometriosis. Most recent follow-up information incorporated above includes: on 26-jun-2019: pfs and mr received: this case was made incident. Previously reported event "injury to herself" was replaced with new events in pfs- pain, abnormal bleeding (genital haemorrhage), abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), apareunia ( female sexual dysfunction), bladder disorder, hot flashes, night sweats, infection: endometritis, infection: bronchitis, malposition of essure device beneath the left fallopian tube, sub serosal level along the isthmic portion of the left fallopian tube/migration of essure device: location of device(embedded device) , migraines, headaches, pregnancy (no complications), depression, dysmenorrhea (cramping), fatigue, hair loss (alopecia), perforation (uterine perforation), weight gain, endometriosis, abdominal pain lower and device monitoring procedure not performed. Lot number added, concomitant drug, medical history added and lab data were added. Patient demographic details were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.